Manufacturer narrative:
H3, h6: according to the information provided on the date 13 and (B)(6) 2025, the site had the footswitch behavior to be pressed for navigation, once it was changed to continuous the issue was resolved. Based on the information provided, this appeared to be user error not a software issue. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the surgeon settings were set to only track objects when footswitch was pressed. The rep set surgeon preference to "continuous" tracking and instrument was tracked in navigation screen. Technical services (ts) and the rep agreed that submitting patient archives would not be necessary, since a different surgeon profile was used to complete the procedure. Additional information was received. It was reported that there was no delay and no impact on patient outcome.

Manufacturer narrative:
A1, a2, a3, a4, b5 additional information h3, h6: a medtronic representative went to the site to test the equipment. No hardware was replaced. Codes b01, c19, and d14 are app licable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that despite the planar probe verifying without issue and registration completing without issue, the probe would not appear in the registration confirmation screen or the navigation screen. The probe spheres showed blue in the tracking window, but not in any of the views. The manufacturing representative (rep) had the axial, sagittal, and coronal, and three-dimensional (3d) open at the time of the call. On the axial/sagittal/coronal views, the cross-hairs showed red despite the probe being in view.the blue cad model of the probe was also not visible. They confirmed that the probe did not appear in either the registration confirmation or the navigation screen, despite them being able to register the patient successfully. They checked the settings screen, but nothing stood out as incorrect. They held the footswitch button down to ensure that it was not preventing tracking, but that did not resolve the issue. They switched surgeon profiles, which resolved the issue, and they could proceed with the case. Marked the case as resolved on the call since the surgery could move forward, but additional troubleshooting will be required for the root cause to be determined. It was suspected that perhaps the instrument list had a version of the passive planar probe that would verify, but not be accepted as a navigable probe in their procedure. The system was not set up for remote log pulling. Length of delay was unknown. Impact on patient outcome unknown.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, version #: 2.1.0, ubd: , UDI#: h3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue was in the settings. In admin, under navigation tab the footswitch behavior (applied to all procedures) footswitch pressed was toggled on. They switched to continuous and it fixed the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.